Manufacturer narrative:
The device was returned and during device testing, the clip remained locked at 20° and held establish final arm angle (efaa), hence the reported issue could not be confirmed. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during use versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported issue of clip open during establishing final arm angle (efaa) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The first clip was implanted without issue, reducing mr to 2. To further reduce mr, a second clip delivery system (cds) was advanced to the mitral valve, but the clip failed final arm angle (efaa). The clip was inverted and was tested in the left atrium, efaa passed. The clip was placed on the leaflets and again efaa failed. The clip was not implanted, no additional clips were implanted. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.